Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue for the reported lot at this time. Based on the available information, the reported difficult to remove was due to procedural conditions as the clip got caught in the chordae. The reported tissue damage was an effect of the reported difficult to remove from anatomy as a chordal rupture was noted during attempts to free the clip from the chordae. The reported patient effect of chordal rupture (tissue damage) as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A cause for the reported unintended movement could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the irregular movement of the clip delivery system (cds) and the clip became caught on chordae causing a rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. During preparation of the first cds, the clip failed to establish final arm angle (efaa) and continued to open. All steps were performed per instruction for use (IFU). The device was not used and was replaced. A new cds was advanced to the mitral valve. During use with the cds irregular movement was observed and the clip became caught in the chords in the commissure. Troubleshooting was performed and the clip was freed, but a chord was ruptured. The clip was re-positioned and deployed in the initial location desired. The chordal rupture could not be treated as it was far in the commissure. One clip implanted, reducing mr to 1-2. No additional information was provided.